Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawers were not detected on the bus. A field service engineer powered off the system for 5 minutes to restore pyxibus functionality and confirmed that no parts were needed to resolve the issue. Diagnostics confirmed that everything was now working fine. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the auxiliary drawers were not detected on communication bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.